Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw for the lead on the implantable pulse generator (ipg) could not lock. The ipg was not implanted. No patient complications have been reported as a result of this event.